Manufacturer narrative:
Device investigation narrative - one ultra fast-fix ab repair system, curved device 72201494 received. The device is in used condition. The blue split cannula t1 and t2 are present. T1 has been freed from the deliver needle. T2 and are attached in the delivery needle. The depth limiter has been trimmed to surgeon¿s preference. It was noted that part of the suture was lightly soiled and there was surgical remains on the delivery needle. Functional test reveals that the device manually advanced and deployed t2 as intended. The device has a slight twist. IFU warnings states ¿do not bend delivery needle.¿ root cause for t2 non-deployment cannot be confirmed. No further investigation is warranted. Corrected UDI: no UDI number assigned. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the t1 was deployed when removing the blue depth limiter. Case was completed with all inside in suture (using linvatac device). There was a reported delay of less than 30 minutes. There was no report of patient impact associated with the event.